Event description:
It was reported that a patient underwent a carotid endarterectomy procedure on an unknown date in (B)(6) 2024 and absorbable hemostat was used. The was finished well and the patient was released from the hospital few days after. In (B)(6) 2024, the patient had control in same hospital, and they diagnosed an infected hematoma on surgical incision site. The patient underwent surgery, and the surgeons found small yellow and white powder particles - they assumed was the absorbable hemostat. They cleared the wound, put drainage and few days after patient was released. As said by the surgeons - during first (primary) procedure they did not remove with irrigation and aspiration once hemostasis was achieved without disturbing the clot to facilitate absorption and to minimize the possibility of foreign body reaction. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What is the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. Where was the surgicel used (on what tissue)? 9. How much surgicel was used during the procedure? 10. Was the surgicel product left in place? Was the excess irrigated and removed? 11. What were current symptoms following the index surgical procedure? Onset date? 12. Were cultures performed? If yes, results? 13. Did the patient undergo a patch test? 14. What is physician¿s opinion as to the cause of or contributing factors to this event? 15. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative inflammation and infected hematoma? 16. What is the patient¿s current status? 17. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.